Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#n4a2266y); egia45amt, egia45amt egia 45 artic med thick sulu (lot#p3e0223); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a esophagectomy on the second firing the green light does not light up. The tissue was then released, the reload was removed and the handle was restarted, the green button was held down for ten seconds. After the restart, the handle adapter display is green and the same reload was connected. The device was then tried to be fired on the patient, the green button was pressed, the firing was attempted but firing did not advance. The reload was checked and it was found that the staple at the proximal site of the jaw was protruding. The handle, shell and reload was replaced and the same adapter was used which resolved the issue. There was no patient injury.